Event description:
It was reported that the patient developed an infection and bacteremia. The device and leads were removed. A new right ventricular (rv) lead was implanted as a temporary pacing lead while the patient was on antibiotic therapy; the original device was used "outside of the chest." The system was replaced approximately one and one-half weeks later. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found.